Event description:
It was reported that the surgeon was ejecting an aa4203tl toric silicone single piece lens, but found it hard to advance the lens. The lens was reloaded into a new cartridge and was inserted into the pt's eye, but the lens haptic had torn. The incision was enlarged to remove the lens but sutures were not required. A same type lens was implanted.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue and reddish residue. Conclusions: no conclusions can be drawn. Based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.